Event description:
During a remote follow up, noise resulting in oversensing causing pacing inhibition and inappropriate automatic mode switch were observed on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that loss of pacing due to noise resulting in oversensing was noted on the rv lead.